Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and there was damaged sealing rings in the outer insulation. The analyst noted that the proximal set of sealing rings are pulled off the distal connector pin and not returned. It was also noted that the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the physician discovered that a portion of insulation had disconnected from the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.